Event description:
A contaminated syringe was found in a factory sealed bulk box of 3 ml bd luer-lok bulk sterile convenience pak (ref (B)(4)) syringes. The entire lot (2271199) was sequestered in the pharmacy department. One pt received a product (ondansetron injection) from one of these syringes before the contaminated one was found. There is no known harm to the pt. Pictures of the syringe are available upon request.